Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. Problem code 1069 captures the reportable event of stent broken. A contour stent was returned for analysis. A visual evaluation of the returned device revealed that the middle section of the was detached. Additionally, the bladder pigtail was observed detached. The most proximal section of the stent and the suture string were not returned for analysis. The failure found (stent detached) is an issue that could have been generated by the user or due to the interacting of the device with the suture string or other devices used in the same procedure. Therefore, "adverse event related to procedure" is selected as the most probable root cause for the complaint. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a contour vl ureteral stent was used during a procedure on an unknown date. According to the complainant, during unpacking, the stent was found to be broken. There were no serious injury or adverse patient effect reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018, as no event date was reported.  (B)(4) captures the reportable event of  stent broken.  The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a contour vl ureteral stent was used during a procedure on an unknown date. According to the complainant, during unpacking, the stent was found to be broken. There were no serious injury or adverse patient effect reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.